Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2020 with unknown blood glucose levels at the time of the incident. The customer did not mention how they were treated. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. No further information was provided. Troubleshooting was not completed as the customer is no longer using the pump. The insulin pump will not be returned for analysis.

Event description:
The customer's blood glucose value at the time of hospitalization was 30 mg/dl and treated it with food and insulin drip.

Manufacturer narrative:
Information related to event has been updated and provided with this report. (B)(4).